Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. One of the lock ring tabs was broken off. Functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cracked lock ring tab may occur due to over flexure of the reload while being attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the first firing for lung volume reduction, there was difficulty loading the reload to the handle. They replaced the cartridge and were able to connect with no problem. The nurse noticed a part of cartridge connecter was broken. Current patient status is with no problem. No patient adverse events reported. Device was not used on patient.